Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device shut down while on a patient. The patient's heart rate slowed and the patient became hypotensive. A new battery was placed in the device and functioning resumed. No further patient complications have been reported.